Manufacturer narrative:
The reported event was confirmed based on assessment of available CT scans by medical experts. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon assessment of available CT scans, the hcp opined that there is potential loosening of the tibial component visible, with some radiolucence. There is, however, loosening and significant subsidence of the talar component visible. The posterior part of the talar component is moving downward and is not functioning properly. It is surprising that this finding is not mentioned in the provided clinical notes. The underlying cause is very likely secondary loosening; however, this could only be proven with comparison to postoperative positioning. Failure of total ankle replacement (tar) over time is a known complication. In the case of a planned revision procedure, a medical opinion aimed at determining the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided because key clinical information (e.g., clinical status, exact symptoms, range of motion, and treating physician assessment) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, statements regarding the patient, the procedure, and/or the device in relation to the cause of the failure cannot be provided. More detailed information about the complaint event, as well as the affected device, must be available in order to determine the root cause of the complaint event. If the device is returned or if additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The revision surgery is due to a loose tibial and painful (unincorporated) tibial component. Surgeon plans to revise both components to stemmed inbone and flat cut talus.